Manufacturer narrative:
Implanted date - device was not implanted, explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was placed to close the arteriotomy of the patient after a coronary angiography in the cath lab. However, there was no resistance when the device was pulled back, after placing the anchor in the vessel, and the entire angio-seal device came out and arterial bleeding was observed. Hemostasis was obtained by manual compression and the patient was hemodynamically stable and seemed unharmed with no pain. The patient remained in the hospital for observation until the next day. Additional information was received on (B)(6) 2022: the blood loss was not measured however it was not major as there was no need for transfusion only manual compression was needed. A pre-deployment angiogram was not performed. The procedural sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator was found to have been advanced over the guidewire. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip. Damage to the device was also identified as the proximal end of the carrier tube was found to have been kinked within the latches. Functional testing was performed by attempting to reset the returned device to the forward lock position and deploying the anchor. The device was able to be reset, however, the anchor was unable to be deployed due to damage sustained to the carrier tube. The carrier tube was subsequently removed from the hemostasis sheath, and deployment testing was continued by attempting to fully deploy the internal components. The anchor, collagen, suture, and tamper tube were able to be fully deployed properly. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect device placement (contact against posterior vessel wall) resulting in a non-deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).